Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found that the exhalation flow sensor (evq) was not seated correctly therefore, the ventilator could not detect the evq being installed. The se reseated the evq and instructed the customer on the proper placement of the evq in order to prevent recurrence. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time the event occurred.